Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative, that the power fail alarm of a iw980 wall mount infant warmer was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint iw980 wall mount infant warmer is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative, that the power fail alarm of a iw980 wall mount infant warmer was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: section h4. Device manufacture date: 14-dec-2011 method: the complaint iw980 wall mount infant warmer was returned to fisher & paykel healthcare (f&p) service centre in the united kingdom where it was evaluated by a trained f&p technician. The device was repaired and returned to the customer. Results: during testing it was found that the unit's power fail alarm did not function when the unit was disconnected from power. Conclusion: the cause was identified to be the failure of a capacitor on the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Manufacturer narrative:
(B)(4). Corrected data: section d4. Serial #: (B)(6); lot #: 070126. Section h4. Device manufacture date: 26-jan-2007. Method: the complaint iw980 wall mount infant warmer was returned to fisher & paykel healthcare (f&p) service centre in the united kingdom where it was evaluated by a trained f&p technician. The device was repaired and returned to the customer. Results: during testing it was found that the unit's power fail alarm did not function when the unit was disconnected from power. Conclusion: the cause was identified to be the failure of a capacitor on the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative, that the power fail alarm of a iw980 wall mount infant warmer was not functioning. There was no reported patient involvement.